Event description:
The lay user/reporter called lifescan (lfs) in 2008 on behalf of the lay user/pt and alleged that her one touch ultrasmart meter was not powering on. The medical affairs listened to the recorded call and classified the complaint based on the following info, as the reporter could not be reached by phone to obtain additional info. According to the pt's nurse, the reporter alleged the lfs meter was not powering on sometimes. On two days earlier at around 9:30 am, the pt was feeling shaky, disoriented and clammy. The reporter tried to test the pt's blood glucose on the reported lfs meter and could not get a reading due to the reported issue. The emergency services were called and the pt was admitted to the hospital. She was treated with IV fluids at the hospital. The reporter was unable to provide the info if the pt was tested on another device at the time of concern. It would have been helpful to know if the pt was able to test on the meter prior to the incident, what is the pt's diabetes medication regimen and testing frequency, if she was taking normal amount of medication prior to the incident or did she have any changes, if she was eating normal prior to the incident and what kind of blood glucose readings did she receive at the time of concern. The customer service agent (csa) verified that the batteries has been changed in the meter, the battery contacts are in good condition, there was no misuse of the product, and the meter was not downloaded recently. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt's nurse claimed that the reported lfs meter not powering on sometimes. The nurse further reported that the pt later felt shaky, disoriented and clammy, symptoms that can be associated with severe hypoglycemia and received treatment at the hospital.

Manufacturer narrative:
Lifescan has requested the return of the subject product for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.